Manufacturer narrative:
The insulin pump was received with a blank display due to a broken component on the interface board. Unable to verify the off no power alarm or perform the displacement test due to the blank display.

Event description:
It was stated that the display went blank without any alarm or warning. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.